Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems-06535115 that an ar-9621-35t 35mm tap was broken. This was discovered after the procedure when putting the instrument trays back together. The surgery was completed successfully without any adverse effects to the patient at the time of surgery. It is, however, possible that some metal remnants of this instrument remained inside the patient's shoulder after use of this instrument as it was not immediately recognized during the procedure.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.